Event description:
It was reported that the patient received inappropriate shocks. It was noted the implantable cardiac defibrillator (ICD), which was connected to this lead, generated an audible "patient alert" for lead integrity (lia). There was also high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. The device was replaced with no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, pacing capture threshold in the rv (right ventricle) was elevated, and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, ventricular sensing integrity counts (sic) up to 1357; ventricular tachycardia (vt)-nonsustained episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(6) 2015, vf capture threshold rose from 0.750v to 2.250v. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate nst episodes and sensing integrity counter (sic) greater than 30 in 3 days.